Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. Thermogard xp ivtm system was evaluated by zoll service at the customer site. The reported complaint of "an unknown alarm was displayed on the thermogard console (sn t(B)(4))" was confirmed based on the review of the event logs and during the functional testing. The event log review showed the mid: 09 (air trap assembly) error message that occurred around the customer's reported event date. The air trap sensor could not be recognized also during the functional testing. The root cause for the error message was due to a defective air trap sensor block, likely attributed to normal wear and tear. The thermogard console was manufactured in may 2013 and is almost 8 years old and has exceeded its expected serviceable life of 5 years. During visual inspection, no physical damages were observed. The event log data was downloaded and noted several mid 09 (air trap assembly) error messages during the reported event date. The airtrap block with pc board was replaced to address the reported complaint. Following the repair, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
As reported, the thermogard console (sn (B)(4)) displayed an unknown alarm. Patient use information was requested but no additional information was provided, therefore patient use is unknown.